Event description:
A healthcare facility in (B)(6), reported that the water bag exhibited "air pressure" during use with a (B)(4) flow generator, an mr850 respiratory humidifier, an mr290 vented autofeed humidification chamber, and an (B)(4) circuit kit. It was further reported that the healthcare facility staff felt the air was "moving from the mr290 chamber into the water bag". This was noticed during used on a patient. When the patient was removed from the mr850 humidifier, it was observed that the mr290 chamber was filling normally and the blue float inside the chamber also functioned normally.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was not returned to fisher & paykel healthcare (fph) in (B)(4) for inspection. Our analysis is accordingly based on the event description, results of previous investigations on similar complaints, and additional information provided by the healthcare facility. Results: the healthcare facility confirmed with an fph product manager that they are using the mr290 chambers with the carefusion sipap ventilator for CPAP delivery. This type of ventilator is capable of producing pressures in excess of 80cmh2o. The integrity of the chamber can be affected when pressure exceeds the maximum recommended pressure of 80cmh2o. Following this complaint, the fph product manager spoke with the respiratory supervisor of the healthcare facility regarding the reported "air pressure" inside the water bag during sipap ventilation. The fph product manager explained that it is common for air to back feed up the feedset tube into the water bag when the pressure being applied to the mr290 chamber exceeds 80cmh2o, particularly if the bag is less than half full and/or the water feedset tube is not fully extended. The fph product manager has recommended two solutions to resolve this problem: use of the (B)(4) waterfeed extension set for the mr290, and hanging the water bag about 6 inches higher with the normal mr290 feedset, use of an arterial pressure cuff to apply pressure to the water bag to overcome the excess pressure created by sipap. Conclusion: based on the above information, it can be concluded that there was no fault with the mr290 chamber and it functioned as intended during use. The reported "air pressure" inside the waterbag was due to excess pressure produced by sipap ventilator, which could be resolved with the use of either a (B)(4) waterfeed extension set or an arterial pressure cuff. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290 vented autofeed humidification chamber state the following: "use of the mr290 above the maximum operating pressure [8kpa (~80cmh2o)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure." "Perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient." Device was not returned for evaluation.